Event description:
It was reported that there was a mix of product with a bd syr 3ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from spanish to english: double syringe.

Manufacturer narrative:
The following fields have been updated with corrected information: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9048609. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-04-08. Medical device lot #: 9048610. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-04-12. "

Event description:
It was reported that there was a mix of product with a bd syr 3ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from spanish to english: double syringe.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report # 9614033-2019-00246 was sent in error. Originally reported as "mix of product types in a pack", however, the issue is "multiple units in a single unit package" which is not considered to be a reportable malfunction. H3 other text : see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9048608, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-09, medical device lot #: 9048609, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-08. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a mix of product with a bd syr 3ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from spanish to english: double syringe